Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during thoracic surgery single hole lobectomy, while on lung parenchyma, the surgeon could not squeeze the handle and the device would not fire. It was replace with another device to complete the case. There was no patient injury.